Event description:
Boston scientific crm received information that the chronic device system detected an increased shock impedance measurement of 125 ohms. Technical services (ts) suggested to evaluate all shocking vectors with isometrics and pocket manipulations while testing the lead impedance measurements. Ts also suggested to consider performing a 1.1 joule and a maximum energy commanded shock to evaluate the high voltage system. The boston scientific crm sales representative reported that during pocket manipulations, low and high shock impedance measurements were observed in the triad configuration. In the rv coil to can configuration, impedance measurements were approximately 80 ohms. In the coil to coil configuration, out of range measurements were once again observed. Ts discussed that there could be a potential issue related to the proximal coil and a possible connection issue. Ts recommended checking connections invasively or programming distal coil to can and perform defibrillation thresholds to assure appropriate therapy is available. Additional information became available that the chronic device was electively explanted and replaced due to an upgrade to this bi-ventricular device. A tug test was performed with this device to assess the connection. No issues were observed with the proximal coil and all lead testing was within specification. No adverse patient effects were reported during the procedure. Approximately two days post implant of this device, increased shock impedance measurements were detected. Technical services was consulted and recommended x-ray of device header or fluoroscopy to assess defibrillation pin positions. The out of range measurement was reproduced with isometric exercises. The device was reprogrammed to rv coil to can. Defibrillation threshold testing was performed, with success at 14j and 11j. It was reported that the patient's heart failure had greatly improved since the upgrade procedure. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.